Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 1 day, with symptoms of skin irritation and blistering. The customer had contact with a dermatologist on (B)(6) 2019 who prescribed topical cortisone (corticosteroid) cream and sulmycin (gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. An extended investigation was performed and determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 1 day, with symptoms of skin irritation and blistering. The customer had contact with a dermatologist on (B)(4) 2019 who prescribed topical cortisone (corticosteroid) cream and sulmycin (gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. An extended investigation was performed and determined that there was no indication that the product did not meet specification. The issues are related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility. The sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The DHR for the libre sensor kit was reviewed, and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 1 day, with symptoms of skin irritation and blistering. The customer had contact with a dermatologist on (B)(6) 2019 who prescribed topical cortisone (corticosteroid) cream and sulmycin (gentamicin- an antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.